Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a 65-year-old male patient, the device intermittently extended time to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was not observed during initial testing. However, the device was put through extensive testing including full functional testing without duplicating the problem. The review of the device data logs and clinical file suggests that the shock button was either pressed before or at the same time that the device was charged for the shock advised. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.